Event description:
Olympus was informed that a brown or black substance was expelled from the gastroscope when the user facility staff reprocessed the auxiliary water channel of the subject device. The staff further reported that the auxiliary water channel had not been flushed during reprocessing for an extended period of time, during which the endoscope had been in use. There were no reports of pt infections associated with this occurrence.

Manufacturer narrative:
The device referenced in this report was returned to an olympus svc ctr and evaluated. The eval did not identify any non-conformities with the device. The unit was inspected and returned to the customer. The user facility reported they were not flushing the auxiliary water tube as part of the reprocessing steps. Based on the info provided by the user facility, the subject device was not reprocessed according to the device instructions for use. An olympus endoscopy support specialist (ess) has visited the user facility and provided training on appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution.